Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank. Battery was reinserted, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings:the complaint could not be duplicated upon investigation. The pump powered on with audio and vibration with a functional display screen. Review of the pump¿s history data shows call service alarms for a processor diagnostic test on the reported failure date. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.